Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 129 mg/dl. The customer also requested that emergency supplies be sent. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received no button response due to flattened esc, act, up and down button dome switch. The insulin pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.